Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for neurological dysfunction on (B)(6) 2020. The patient had an intracranial bleed in the left hemisphere. The patient was diagnosed with a computed tomography scan. The patient was on warfarin and aspirin during the event. There was a surgical removal of the hematoma. On (B)(6) 2020 the patient developed neurological dysfunction. The patient had another intracranial bleed in the left hemisphere. The patient was on warfarin, aspirin and heparin at the time of the event. The patient was treated with surgical intervention.